Event description:
It was reported that during the initial open low anterior resection procedure a double stapling technique was used. A us surgical purse string device was used and a string of 3.0 vicryl was placed around the purse string for additional reinforcement. A contour device was used to close the otomy. The trocar on the device was placed distal to staple line. The orange indicator on the gap setting scale was set at the low to middle setting. The device was then fired by another colorectal surgeon. There were no issues during the firing sequence and the device functioned as intended. The surgeon stated that the tissue donuts were complete. A leak test was performed using air and was negative for any leaks. A surgical drain was not placed. The case was completed with no patient impact. Post operatively, the patient developed sepsis and was taken back to surgery 14 hours after the initial procedure. The staple line was noted to have come apart. The surgeon states that staples were observed in the tissue and noted to be clustered. The staple formation was unidentified. The open staple line was over sewn. The patient later died from sepsis and multiple organ failure. An autopsy was not performed. The device was discarded after the initial procedure as there was no indication of a device failure.

Manufacturer narrative:
(B)(4). Information was not provided by contact. Information unavailable. The device was not returned.